Event description:
This device was explanted after 23 days of implantation because of a pocket infection. In addition, it was reported that at explant it was found that the pacemaker was found to be intermittently not sensing or capturing.